Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times for several weeks, recently alarmed no delivery during priming, and also alarmed motor error thereafter. The customer did not know the blood glucose reading at the time of the first event. The customer's most recent blood glucose was 120 mg/dl. During troubleshooting, the customer was advised to replace the plunger and manually push the plunger; insulin did exit the tubing with a manual plunger push. The customer noted that the insulin pump did not alarm no delivery during a manual prime. The customer was advised that the insulin pump was working as designed and that sometimes the motor error alarm would follow a no delivery alarm. The customer declined to have the insulin pump replaced and was advised to monitor the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.